Event description:
Additional notes were received regarding the patient's discharge papers. The notes indicate that the patient has a history of syncope and vision changes w/ generalized pain for years prior, and the patient's mother made her go to the emergency department due to concerns of a "bad job" with surgery. The patient presented to the ed with generalized weakness and lethargy, and was found to be hypovolemic/hypotensive. The infection workup returned negative, though the patient was noted to have been treated for a recent infection at an outside hospital (likely reported sepsis). The patient also was reported to have had elevated troponins, and cardiac catheterization showed lad disease. The patient was discharged with a cardiac care plan for lad disease. Therefore, it appears that the hypotensive and hypovolemic symptoms were attributed to cardiac issues, and the reported sepsis was treated at a different hospital/is unrelated to the cardiac issues assessed. There is no evidence that the cardiac issues are alleged against or attributed to the vns, nor are they assessed as related to the sepsis. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental report #01 inadvertently did not include information from additional clinic notes received.

Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as the sepsis is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a few days after vns implant the patient was found on the floor and was septic. The patient was taken to the hospital and was put on antibiotics and is doing well now. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, and there were no unresolved nonconformances found prior to distribution. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes were received from the patient's hospital admission due to sepsis. There was no direct relationship between the vns implant surgery and the sepsis identified in the clinic notes; however, the notes did read, "patient recently had a vagal nerve stimulator placed on the left. This was followed by sepsis due to bacteremia." It was also noted that the patient has a history of high concern for sepsis. It is unclear if this is attributing the sepsis to surgery, or simply reporting the chronology of events. No additional relevant information has been received to date.